Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported that during an intraocular lens (iol) implant procedure, the physician was required to use more pressure to keep the nozzle tip of the device in the patient's eye and this caused the patient to move. The patient experienced a capsule tear. Additional information was requested. There are three manufacturer reports associated with these events. This report is for the first patient with a posterior capsule tear.

Manufacturer narrative:
Additional information provided. The device with the lens was returned loose in a plastic bag. The plunger is oriented correctly. An unknown viscoelastic is observed in the device. The plunger has been retracted. No device damage is observed. The lens is returned in the tip of the device. The trailing haptic is in the optic fold. The leading haptic is broken-gusset area (found loose in the plastic bag). Unable to determine if this occurred during return. Viscoelastic was not provided. It is unknown if a qualified viscoelastic was used. The root cause for the complaint of ¿posterior capsule rupture¿ could not be determined. Information was provided that the lens was ¿hard to push¿ and went through the capsule. No problem was found with the returned device. The lens was returned in the tip of the device with the leading haptic returned broken. Lens may become stuck in the device: if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. (B)(4).